Event description:
It was observed during the device inspection, that a foreign body was found in the nozzle of the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over four (4) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It was confirmed that reprocessing was conducted in accordance with the instructions for use (IFU) . The event can be prevented by following the IFU which state: "IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).". Olympus will continue to monitor field performance for this device.